Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink injection site was used to deliver contrast and subsequently leaked blood and contrast. The leak was observed when hooking up the tubing with an alligator clip prior to starting the injection. The interlink was tightly connected to the catheter. The customer stated "it leaked at the end of the plastic tip." A new interlink was connected and the procedure was successfully completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided for a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.